Event description:
Reporter alleged blood glucose measured 365 mg/dl compared to the drs' result of 102 mg/dl when performed at the same time at 11:00 am. It was stated no actions or treatment reportedly resulted. A request was made for the return of the suspect device and replacement product was sent.